Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a patient was receiving vecuronium continuous infusion (1mg/ml) 40mg/40ml running at 0.89ml/hr. The pump had alerted "air in line." The clinician checked the pump module and noted the syringe was empty. No leaks were noted on the floor. Line clamped immediately and paused, clinical engineering was called. There was no harm to the patient.

Manufacturer narrative:
Additional information : unique identifier (UDI) #, imdrf annex a, c, d, g codes.

Event description:
It was reported a patient was receiving vecuronium continuous infusion (1mg/ml) 40mg/40ml running at 0.89ml/hr. The pump had alerted "air in line." The clinician checked the pump module and noted the syringe was empty. No leaks were noted on the floor. Line clamped immediately and paused, clinical engineering was called. There was no harm to the patient.

Event description:
It was reported a patient was receiving vecuronium continuous infusion (1mg/ml) 40mg/40ml running at 0.89ml/hr. The pump had alerted "air in line." The clinician checked the pump module and noted the syringe was empty. No leaks were noted on the floor. Line clamped immediately and paused, clinical engineering was called. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.